Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and unexpected restart. Customer's blood glucose level was not reported. The customer was unable to clear the unexpected restart alarm. The insulin pump was not stored or not in use for an extended period of time. The unexpected restart alarm did not occur shortly after inserting a new battery. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.